Event description:
On (B)(6) 2022, fresenius became aware this male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis cc(pd) for renal replacement therapy (rrt) was hospitalized (date/diagnosis not provided) and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse confirmed they were hospitalized on (B)(6) 2021 and discharged on (B)(6) 2021. Subsequent attempts to obtain additional information (e.g., discharge summary, cultures, medication records, patient demographics) have thus far proven unsuccessful. Clinical investigation: a temporal relationship does not exist between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the patient¿s liberty select cycler, liberty cycler set, and the serious adverse event(s) of peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient contracted peritonitis while hospitalized (admission diagnosis not provided), however its etiology is unknown. Additionally, there is no confirmation the patient was utilizing a fresenius device and/or product while hospitalized. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore (per the knowledge of this reviewer), the patient continued to utilize the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.